Event description:
Consumer alleges that her mother was using the toilet safety frame and lost her balance and fell against the frame. She bent it out of shape and hurt her leg by falling on the floor. She had x-rays done and was bruised on her rib from the fall. There was no alleged malfunction of the device. The device was damaged due to consumer losing her balance and falling against the device.